Event description:
It was reported that the radiofrequency programmer head had a damaged cord that needed to be replaced. The programmer head was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summery: analysis confirmed the customer comment that the programmer head's cable insulation was damaged, therefore the cable was replaced. Anlaysis also found that the label was missing its back coating and therefore the label was replaced. (B)(4).